Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus tip and cursor on the screen did not align and that stylus calibration did not resolve. The bezel shield assembly was replaced to resolve and the stylus was recalibrated to the touch screen. Analysis further noted that the system fan was noisy and it was replaced as well. The hard drive was reconfigured and the software was reloaded and updated. The device passed its final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation, the programmer cursor would not follow the stylus and select the 'interrogate all' button. A new stylus was installed and calibrated and it appeared to be working correctly. However, a number of days later the issue reoccurred when another person attempted to update software on the same programmer. The programmer has been returned to service. No patient complications have been reported as a result of this event.